Event description:
It was reported that a sudden increase in the right atrial (ra) pacing impedance measurements were observed (2044 ohms). It was originally suspected that a lead safety switch occurred, but this was not confirmed via data review. Upon interrogation, it was observed that atrial tachycardia response (atr) episodes had been declared due to over-sensed atrial myopotential noise. Additionally, increased ra capture threshold measurements were also noted. The patient also reported feeling palpitations. This information was forwarded to boston scientific technical services and it was determined that there were two episodes of pacemaker mediated tachycardia (pmt) which could explain the patient symptoms. A thorough in-clinic evaluation via provocative maneuvers, postural changes, and potential diagnostic imaging were recommended to assess the ra lead integrity. It was stated that the patient would be seen in-clinic the following week. At this time, the system remains implanted and in-service. No adverse patient effects were reported.

Event description:
It was reported that a sudden increase in the right atrial (ra) pacing impedance measurements were observed (2044 ohms). It was originally suspected that a lead safety switch occurred, but this was not able to be confirmed via data review. Upon interrogation, it was observed that atrial tachycardia response (atr) episodes had been declared due to over-sensed atrial myopotential noise. Additionally, increased ra capture threshold measurements were also noted. The patient also reported feeling palpitations. This information was forwarded to boston scientific technical services and it was determined that there were two episodes of pacemaker mediated tachycardia (pmt) which could explain the patient symptoms. A thorough in-clinic evaluation via provocative maneuvers, postural changes, and potential diagnostic imaging were recommended to assess the ra lead integrity. It was stated that the patient would be seen in-clinic the following week, but this has been delayed, as the patient is currently on vacation. At this time, the system remains implanted and in-service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the b5 for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in (B)(6) 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that a sudden increase in the right atrial (ra) pacing impedance measurements were observed (2044 ohms). It was originally suspected that a lead safety switch occurred, but this was not able to be confirmed via data review. Upon interrogation, it was observed that atrial tachycardia response (atr) episodes had been declared due to over-sensed atrial myopotential noise. Additionally, increased ra capture threshold measurements were also noted. The patient also reported feeling palpitations. This information was forwarded to boston scientific technical services and it was determined that there were two episodes of pacemaker mediated tachycardia (pmt) which could explain the patient symptoms. A thorough in-clinic evaluation via provocative maneuvers, postural changes, and potential diagnostic imaging were recommended to assess the ra lead integrity. It was stated that the patient would be seen in-clinic the following week, but this has been delayed, as the patient is currently on vacation. At this time, the system remains implanted and in-service. No adverse patient effects were reported.